Event description:
IV infiltration. IV was found infiltrated when checking site. IV pump never alarmed. Did not detect psi. Site had been pick, soft and warm. Noticed toes looking darker pink. Could see infiltration once dressing and board were completely removed. Area edematous on sole of foot and under stat lock, blanched. IV removed, warm packs applied and foot elevated. Infiltration resolved prior to discharge.